Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the edge of the primary package was cut. Product was returned unused and photos were provided depicting the reported complaint issue by the complainant.

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
A batch record review was performed on (B)(6)2018 , for the affected lot number 7l02283. The affected lot number was manufactured following the applicable procedures, all the testing scheme comply with the applicable documentation, the line clearance was executed per standard operating procedures and the results were documented. The material complies with the specifications, and other procedures were revised. The results are satisfactory. There are photographs associated with this case and the product sample was received unused and primary pack was not sealed based on visual inspection. Based on the investigation findings through evaluation of the batch records documentation, processes observation and processes replication the investigation concluded that the most likely explanation for the open/incorrect seal was divide in : the monthly preventive maintenance of bodolay does not mention specifically the critical points to be verified in the sealing station. Wear down on the sealing station cause the weak and open sealing which was detected in the non-conformity. At the moment of the failure, the rubber, tefflon and cylinders of the sealing station presented wear down caused by regular manufacturing. Open sealing cause by red tape is originated by a red tape that comes from the raw material. The vision system in the bodolay line uses infrared technology causing the tape to be hard to detect by the vision system. Defect caught in seal is generated by vibration of the machine as part of its regular manufacturing process, further controls will be established to detect this defect as part of the actions. The vision system does not detect some sealing failure modes (dressing slightly caught in seal and weak sealing) because is not configured to do it. These defects are hard to detect otherwise due the design and nature of the bodolay high speed technology. As an opportunity for improvement, the periodical control by manufacturing could be improved to help detect sealing defects. The investigation associated with this event is approved and complete. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: (B)(4). Manufacturing site: (B)(4).